Manufacturer narrative:
B5; additional information received; it was reported that the delivery system was inspected and looked fine and was deployed without issues using the screw gear. The issue only occurred whilst using the trigger mechanism. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and back-end wheel in the home position. No deformation was evident to the handle, slider or screw gear. No deformation was evident to the graft cover or tip. The external slider moved freely when the trigger was pressed and the graft cover retracted and advanced with no resistance noted. The external slider was disassembled, and the internal slider removed. The spring returned to the home position when released following each activation. The spring was removed, and burr was observed to the top end of the spring. Light longitudinal scratching was evident to the outside of the internal slider at point of contact with the top end of the spring. The reported removal difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft was implanted in the endovascular treatment of a 5mm saccular pseudoaneurysm.  It was reported that during the index procedure, once the stent graft had been fully deployed, the physician followed the steps to retrieve the delivery system. The physician was unable to bring the system back inside the graft cover as when pulling back the trigger, the grey front grip would not move back. Therefore it was decided to remove the delivery system without resheathing and this was then removed safely. Once the delivery system was removed, the sales representative attending the case inspected it and it was noted the trigger was getting stuck when trying to retract it, after a couple of tries the trigger unstuck and the delivery system then worked as normal.  Per the physician the cause of the removal difficulties was the trigger system getting caught within the handle.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.